Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the omnilink elite peripheral stent system instructions for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion, below bifurcation in the common iliac with moderate calcification. A 8x39x80 otw omnilink elite peripheral stent system was advanced and implanted to treat the first lesion via direct stenting during a multi-vessel procedure and the balloon of the 8x39x80 otw omnilink elite peripheral stent system was used to treat the second lesion as well; however, resistance was felt in the sheath during withdrawal. Reportedly, the balloon of the omnilink elite stent system was completely deflated prior to attempting withdrawal. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.